Event description:
The event occurred in USA during transport. It was reported that the cardiohelp was damaged as an oxygen tank got loose inside the transport vehicle and it fell onto the cardiohelp device, smashing the touch display. The cardiohelp device no longer worked. The customer switched to the hand crank until the cardiohelp was replaced. No harm to any person has been reported. As the cardiohelp device was replaced during treatment, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.